Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), urinary tract infection ("urinary tract infections"), abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2017. At the time of the report, the vaginal haemorrhage, urinary tract infection, abdominal pain and pelvic pain outcome was unknown. The reporter considered abdominal pain, pelvic inflammatory disease, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('cut surfaces adjacent to each cornu show embedded metal springs'), pelvic inflammatory disease ('pelvic inflammatory disease') and genital haemorrhage ('abnormal bleeding (general)') in a 31-year-old female patient who had essure (batch no. 627752) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included diarrhea. Concurrent conditions included pap smear abnormal, irregular periods, vaginal discharge, itching, burning sensation, low back pain and uterine prolapse. Family history included heart disease, unspecified and painful intercourse. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia"). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen and surgery ((B)(6) 2017, total hysterectomy (uterus and cervix removed) and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic inflammatory disease, genital haemorrhage, urinary tract infection, abdominal pain, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea and weight increased outcome was unknown and the vaginal haemorrhage, pelvic pain, menorrhagia and dyspareunia had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 260 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Concerning the injuries reported in this case, the following one was reported via medical records: embedded device. Most recent follow-up information incorporated above includes: on 3-dec-2019: medical records received , new reporter , essure lot number and start date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('cut surfaces adjacent to each cornu show embedded metal springs'), pelvic inflammatory disease ('pelvic inflammatory disease') and genital haemorrhage ('abnormal bleeding (general)') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included diarrhea. Concurrent conditions included pap smear abnormal, irregular periods, vaginal discharge, itching, burning sensation, low back pain and uterine prolapse. Family history included heart disease, unspecified and painful intercourse. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia"). In 2009, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen and surgery ((B)(6) 2017, total hysterectomy (uterus and cervix removed) and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic inflammatory disease, genital haemorrhage, urinary tract infection, abdominal pain, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea and weight increased outcome was unknown and the vaginal haemorrhage, pelvic pain, menorrhagia and dyspareunia had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 260 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Concerning the injuries reported in this case, the following one was reported via medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2019: medical records received reporter information was added. New event added cut surfaces adjacent to each cornu show embedded metal springs. Medical history was added. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), urinary tract infection ("urinary tract infections"), abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2017. At the time of the report, the vaginal haemorrhage, urinary tract infection, abdominal pain and pelvic pain outcome was unknown. The reporter considered abdominal pain, pelvic inflammatory disease, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia"). In (B)(6) , the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) , the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen and surgery ((B)(6) 2017, total hysterectomy (uterus and cervix removed) and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, urinary tract infection, abdominal pain, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea and weight increased outcome was unknown and the vaginal haemorrhage, pelvic pain, menorrhagia and dyspareunia had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 260 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-dec-2018: pfs received events " abnormal bleeding (general), menorrhagia, bladder or urinary problems or changes, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, she did not undergo essure confirmation test." Were added. Outcome of event " pelvic pain, menorrhagia, dyspareunia were updated as recovered. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.